Event description:
It was reported that a patient who had a urothelial carcinoma, superficial bladder cancer, stenotic ureteric orifice, paper-thin bladder and small wire perforation adjacent to ureteric orifice underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient developed hematuria, necessitating a three-day hospital stay due to blood clots in urine bag and catheter. The catheter was change to 3-way catheter, there was a continuous bladder irrigation, increase fluid intake, following the insertion of 2-way catheter. Also, at night a frank hematuria was noted. The next day there was a blood transfusion of 2 units due to hemoglobin (hb) of 7.1 and active bleed. It was determined that these events were serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter email updated. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Block b5: describe event or problem updated. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient who had a urothelial carcinoma, superficial bladder cancer, stenotic ureteric orifice, paper-thin bladder and small wire perforation adjacent to ureteric orifice underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient developed hematuria, necessitating a three-day hospital stay due to blood clots in urine bag and catheter. The catheter was change to 3-way catheter, there was a continuous bladder irrigation, increase fluid intake, following the insertion of 2-way catheter. Also, at night a frank hematuria was noted. The next day there was a blood transfusion of 2 units due to hemoglobin (hb) of 7.1 and active bleed. It was determined that these events were serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Event description:
It was reported that a patient who had a urothelial carcinoma, superficial bladder cancer, stenotic ureteric orifice, paper-thin bladder and small wire perforation adjacent to ureteric orifice underwent a flexible ureteroscopy and laser lithotripsy procedure. It was noted that the patient developed hematuria, necessitating a three-day hospital stay due to blood clots in urine bag and catheter. The catheter was change to 3-way catheter, there was a continuous bladder irrigation, increase fluid intake, following the insertion of 2-way catheter. Also, at night a frank hematuria was noted. The next day there was a blood transfusion of 2 units due to hemoglobin (hb) of 7.1 and active bleed. It was determined that these events were serious, was possibly related to the device, and was probably related to the procedure. There was no further patient complications provided. Boston scientific has been unable to obtain additional information regarding product information to date, despite good faith efforts.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted.